Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead incurred physical damage on the conductor area. This rv lead was explanted. No additional adverse patient effects were reported.